Manufacturer narrative:
The field service engineer (fse) inspected the module and found that the two nozzles in one of the rinse mechanisms were stuck in an up position. He then reseated the two rinse nozzles and verified they were springing back as expected. The last calibration performed on 16-feb-2023 was within specifications. The qc recovery was within -2 standard deviations (sd). There was no indication of a performance issue with the reagent. The alarm trace did not indicate any issues.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 (ca2) result from one patient sample tested on the cobas 8000 c 702 module. The initial result was reported outside of the laboratory. The initial result was 5.7 mg/dl with a data flag that was not from the analyzer. The repeat result was 8.9 mg/dl. The repeat result was deemed correct.  The reagent lot number is 65487201 with an expiration date of 30-nov-2023.